Event description:
It was reported that the patient had an infection at the surgical site from the recent spinal cord stimulator revision of adding 2 additional leads. It was noted that the incision site had redness and swelling and the patient was experiencing pain, nausea, vomiting, fever, intermittent numbness, some weakness of her right leg and difficulty urinating. It was noted that the cause of infection was procedure related. The patient was given IV for antibiotics. The patient underwent a spinal cord stimulator explant procedure and was doing well postoperatively. The explanted device will not be returned per hospital policy.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7108248/7108409.

Event description:
It was reported that the patient had an infection at the surgical site from the recent spinal cord stimulator revision of adding 2 additional leads. It was noted that the incision site had redness and swelling and the patient was experiencing pain, nausea, vomiting, fever, intermittent numbness, some weakness of her right leg and difficulty urinating. It was noted that the cause of infection was procedure related. The patient was given IV for antibiotics. The patient underwent a spinal cord stimulator explant procedure and was doing well postoperatively. The explanted device will not be returned per hospital policy.